Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Review of tracking and trending for the concict diluent did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot 75309un24. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. In this case, the same sample was rerun on the same reagent lot and generated higher results. The quality control was performing within the expected ranges, which shows that the assay was performing as expected. The customer suspects the possible cause could be sample integrity. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the conc ict diluent for lot 75309un24 was identified.

Event description:
The customer reported falsely depressed sodium results generated on the architect c16000 processing module for one sample. The following data was provided: (B)(6) 2025, sid (B)(6): initial result = 101 mmol/l, repeat = 141 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium results generated on the architect c16000 processing module for one sample. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 101 mmol/l, repeat = 141 mmol/l . No impact to patient management was reported.